Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, the device history record was performed , quality notification and maintenance analysis and no occurrences potentially related to the defect were observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: no image or sample was received. DHR review: it was verified the batch record and the manufacturing date for this batch was december 18th to 26th, 2017. The process inspections were performed at proper frequency and no records of this defect were found. The current controls in the manufacturing process to detect any defects are performed by visual inspection every 2 hours at 36 locations of the assembly machine. Qn review: no quality notifications (qn) that could related to defect were observed. Maintenance review: no maintenance record that could be related to the defect was observed. Conclusion: a DHR was performed, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect were observed. Due the lack of sample or picture availability, it was not possible perform a defect evaluation, thus it is not possible confirm the root cause for the occurrence. Root cause description: a DHR was performed, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect were observed. Due the lack of sample or picture availability, it was not possible perform a defect evaluation, thus it is not possible confirm the root cause for the occurrence. Rationale: based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had leakage. There was no report of exposure, serious injury or medical intervention.